Event description:
On june 16, 2025, a customer reported to hologic that the panther instrument sample bay canopy was loose. During user maintenance, the sample canopy door did not stay up and fell down and hit the customer in the face, knocking her glasses to the floor. The customer confirmed she was fine and refused medical attention. Hologic has not been informed of any treatment or any adverse outcomes related to this event.

Manufacturer narrative:
A hologic field service engineer was dispatched to the customer site and found the right canopy door spring was leaking oil and was not holding the door up even when it was in the fully vertical position. The hologic fse replaced both canopy door springs. Hologic fse confirmed the sample bay canopy was able to stay up in fully vertical position after service. Hologic performed a risk assessment and noted no product impact. Customer impact was assessed as possible inconvenience and risk of a minor, non-threatening injury if the canopy door strikes the operator at a sufficient force. The customer refused medical attention and hologic has not been informed of any adverse outcomes related to this issue.